Event description:
It was reported that the patient experienced inadequate stimulation and frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Event description:
It was reported that the patient experienced inadequate stimulation and frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy. Additional information was received that the reason the ipg was replaced was due to a device update and a need for an MRI-compatible device. The inadequate stimulation and charging issue were resolved by a device reprogramming prior to surgery. No device malfunction was suspected per the physician.